Event description:
It was reported that the patient developed an infection. The patient experienced an increase in swelling and pain and presented to the hospital after waking to his -dressing drenched with blood-. The infection was resolved with a course of antibiotics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.